Event description:
Customer reported a delivery anomaly on her insulin pump. She stated when she programs a five unit bolus, only four units are delivered. When she programs a one unit bolus to complete the delivery, only 0.3 units are delivered. Customer's blood glucose was 80 mg/dl. She was unable to troubleshoot because she was driving. Attempts were made to contact customer for more information, but they were unsuccessful. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.